Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 425 mg/dl. She was giving herself manual injections to treat her blood glucose level. The customer experienced nausea. From where she removed the infusion set there was white pus coming out of it. The device was not returned.